Event description:
Customer reporting on behalf of husband. See related case for additional false negative reported by customer. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19855f, reader sn (B)(4)). On (B)(6) 2022, customer tested positive with abbott binaxnow, roche covid-19 at home antigen, and an unspecified sars-cov-2 pcr test. The individual had exposure to covid-19 by positive family member. The individual has covid-19 symptoms and the customer confirmed the cartridges were stored according to instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.